Event description:
It was reported the shunt was not functioning and was replaced where the valve including the ventriculostomy dome and approximately 2cm of the peritoneal catheter was explanted. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the shunt seemed to underdrain as the patient¿s ventricles did not decrease in size.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for leak testing. However it did not meet the requirements for siphon, reflux and pressure flow testing. Proteinaceous debris was observed in the interior and on the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux and siphon. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the device also appears distorted. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.